Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl as stated by the complainant. The device was visually inspected. Battery compartment, battery door, lcd lens, and latch lock mechanism defect was noted. Functional testing was performed. The upstream occlusion sensor (uso) test failed. The probable root cause of the reported error is downstream occlusion sensor will not fluctuate. The allegation made by the complainant was confirmed. The device passed all functional testing after repair.

Event description:
It was found during investigation of a returned pump that the upstream occlusion sensor test was failed. There was no patient involvement and no harm/adverse event reported.